Event description:
It is reported that prior to incision, the scrub tech was doing the initial set up and noticed the two ball bearings were missing in the shim and was not able to be used. Another shim was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.